Event description:
It was reported that the doctor was prepping the disc space with the 7mm oval shaver, shaver broke in the disc. Fragment was retrieved without adverse consequences. The next size up shaver was used.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was greater than 5 years old at the time of the event. Conclusion: based on the visual inspection and the device age, the most likely cause of the reported event was determined to be normal wear.

Event description:
It was reported that the doctor was prepping the disc space with the 7mm oval shaver, shaver broke in the disc. Fragment was retrieved without adverse consequences. The next size up shaver was used.